Event description:
It was reported that post an esophageal stent placement, a stent migration occurred. An 18x12 ultraflex esophageal stent was placed in the esophagus. Four months later, the pt presented with dysphasia and upon examination, it was discovered that the stent had migrated to the stomach. The physician dilated the stricture and the stent was removed through the esophagus with a snare. Another 18x12 stent was placed. No further pt complications were reported. Patient status is satisfactory.